Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2022).

Event description:
It was reported that upon emergency room visit, the patient alleged extravasation. It was further reported, that imaging was performed which demonstrated port catheter rupture with migration of the distal catheter to the pulmonary vein. Reportedly, approximately seven month post port catheter implant, the device was removed and replaced. The patient status was reported as stable and undergoing chemotherapy treatment.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 6.6fr s/l silicone catheter was received for evaluation. The sample was received with the device alone. The proximal tip of the catheter was observed to be misshapen. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed for break with embolization as the device was received as only a fraction of the catheter and showed signs of weakening along the length of the catheter. The complaint also points out that there was indeed a pulmonary embolism as a result of this event. However, the definitive root cause could not be determined based upon available information. It is unknown if clinical/manufacturing/shipping procedures issues contributed to the reported event. Labeling: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that upon emergency room visit, the patient alleged extravasation. It was further reported that imaging was performed which demonstrated port catheter break with the migration of the distal catheter into the pulmonary vein. Reportedly, approximately seven months post port catheter implant, the migrated catheter and the port system were removed and replaced. The patient status was reported as stable after the procedure and undergoing chemotherapy treatment, however, the chemotherapy was delayed by ten days.